Event description:
Customer's mother reported customer has trouble managing his blood glucose. He often forgets to check his blood glucose or bolus and sometimes goes to bed with high blood glucose. A few nights ago, customer went to bed with a blood glucose in the 300s. When he woke up, his blood glucose was 551 mg/dl. When he changed insertion sites, he noticed a bent cannula. Customer's mother declined speaking with help line. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).